Manufacturer narrative:
Concomitant medical products: product ID: 3889-28 lot# va14xvp, implanted: (B)(6) 2016, product type: lead. The main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: va14xvp, ubd: 05-mar-2020, (B)(4). Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer representative (rep) from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient had a lack of efficacy and it was found that there were impedances over 4000 ohms on electrode 0 and 1 of the patient's lead. To the patient's knowledge there were no external factors that would have contributed to this issue and reprogramming could not resolve the issue. A lead revision was conducted and when the patient's ins was connected to the new lead the ins read 85% battery life, but out of range impedances were still encountered. After increasing to 2 amps and checking impedances again the issue cleared, but the physician was still concerned and decided to use a new battery. The original lead was cut and discarded. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 3889-28, lot# va14xvp, implanted: (B)(6) 2016, product type: lead. Device has been received, supplemental report will be sent when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.

Manufacturer narrative:
Product event summary #pli 10: pending return pli 20 (impedance): investigation summary - it was reported that there were impedances over 4000 ohms on the patient's lead at contacts 0 and 1. As the event was reportable to a regulatory authority and indicated a possible failure of a device, labeling, or packaging to meet any of its specifications, an investigation was required. Additional information was required to determine the cause of the event. The rep was contacted to determine most likely cause. As the device had been disposed of, no analysis could be performed. There was no indication that the event was related to a possible manufacturing issue, so a device history record review was not performed. The investigation determined that there was insufficient information to determine the cause of the event. The most likely root cause was not reported to the manufacturer, and was unable to be obtained through follow-up requests. Should additional information become available at a later date, the investigation will be re-opened and updated accordingly. Pli 20 (cut lead): investigation summary - it was reported that the lead was cut during the procedure. As the event indicated a possible failure of a device, labeling, or packaging to meet any of its specifications, an investigation was required. The event was in vestigated to determine cause. As the device had been disposed of, no analysis could be performed. There was no indication that the event was related to a possible manufacturing issue, so a device history record review was not performed. It appeared that the surgeon cut the lead during the procedure and then discarded the lead. The investigation determined that the cause of the event was not related to the product. Product analysis #(B)(4): analysis information -- 2018-08-16 14:02:48 cst pli# 10. Product ID# 3058 below is unedited, system generated text based on the analysis finding code(s) and test results. The implantable neurostimulator (ins) passed functional testing. Due to the reported complaint, an impedance test was performed in 0.9% saline solution and good impedances were observed using an n'vision clinician programmer. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. Concomitant medical products: product ID 3889-28, lot# va14xvp, implanted: (B)(6) 2016, product type: lead. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Device analysis.